Event description:
During wisdom teeth extraction, the drill was getting hot. No injury to pt or user. No delay in the procedure reported. Customer did not provide pt info and customer are unsure of the date of the procedure.